Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right atrial lead exhibited automatic mode switch episodes due to noise. The noise was not reproducible with isometrics or pocket manipulation. Some minor noise was noticed with certain shoulder movement. The physician elected to monitor and make no changes. The patient was stable.